Manufacturer narrative:
Product was not returned to ldr medical / zimmerbiomet , it was sent to an external laboratory. The review of the device history records and traceability is in progress to find if there is any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information about the event were requested and are pending. Conclusion is not available yet. Device sent to external laboratory.

Event description:
Mobi-c p&f us : revision due to pain. First information reported : a mobi-c p&f us revision occured after implantation in 2016. Surgeon said revision was due to patient having arm pain and blamed implant. Patient had two contiguous levels of mobi-c p&f us in. No other information provided no product reference or lot number were communicated . Update of 07th june 2018: more information the information received reveals that the revision was on two levels, then two implant are concerned : mb3355 lot 529546. Mb3356 lot 5240244. Information provided don't give details about the levels. This report concerns mb3356 lot 5240244 the implant and another report concerns mb3355 lot 529546. Investigation still in progress.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint following the additional information and product analysis received. Date of report, event, if follow-up, what type, updated. From the information provided , the product history records, the recurrence of this type of event for this product and the product evaluation performed by an external laboratory, the investigation found no evidence to indicate a device related issue. Indeed, it is more than likely that the progression of the patient's degenerative disease led to the reported revision procedure. It is clearly stated in mobi-c instructions leaflet the that in some cases, the progression of degenerative disease may also be so advanced at the time of implantation that they may substantially decrease the expected useful life to the implant. In such cases, orthopedic devices may be considered only as a delaying technique or to provide temporary relief. Also, it is stated in the mobi-c instructions leaflet that the inability to reduce pain or condition was one of the cervical arthroplasty risks in the enumeration of the side effects. Given the limited amount of information received, the root cause remain undetermined with the most likely hypothesis of possible side effects not taken into consideration. If additional information were received that allow to draw a conclusion ffor this case another report will be sent.

Event description:
Mobi-c p&f us : revision due to pain as reported : a mobi-c p&f us revision occured after implantation in 2016. Surgeon said revision was due to patient having arm pain and blamed implant. Patient had 2 contignous levels of mobi-c p&f us in. No other information provided. Additional information received on june 07th 2018: the information received reveals that the revision was on two levels, then two implant are concerned : - mb3355 lot 529546 - mb3356 lot 5240244 information provided don't give details about the levels. This report concerns the implant mb3356 lot 5240244 and another report concerns mb3355 lot 529546 was sent. Additional information received on (B)(6)2018 : the detailed retrieval analysis of the mobi-c implants by the external laboratory exponent was received. Different analyses were performed (photodocumentation, surface assessment, dimensional analysis, scanning electron microscopy (sem) and fourier transform infrared spectroscopy (ftis)). Additional information received on (B)(6)2018 : it was reported that no MRI scans are available. It is unknown whether or not the patient suffered from osteolysis or metallosis. It is unknown whether or not the cause of the revision was an inflammatory reaction.the reason of the revision is unknown.